Event description:
It was reported that the patient underwent a explant for a unknown reason. No other information is available at this time.

Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
It was reported that the patient had a system explant, reason was unknown. Analysis of the returned ipg did not identify any anomalies, it communicated with all lab utilities, and it passed all test on the ate (automated test equipment).